Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. For e117, this error occurs if the device is failed. The exact cause of the failure could not be conclusively determined. For the internal metal cover came off, there was the possibility that components were broken due to the external impact as the panel deformed.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device could not be activated after the power was turned on at the unspecified timing. In addition, omsc was informed that error e177 occurred, the internal metal cover came off, and the panel was slightly deformed. There was no report of patient injury associated with the event.